Manufacturer narrative:
Findings: pump was received with prime rewind error alarm during basic occlusion test due to loose protruded drive support disk. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer has a backup plan. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is flush. The customer stated that she doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.